Event description:
It was reported that a pump malfunction occurred after it fell. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and the customer was assisted in resetting it. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arose. The customer acknowledged and understood these instructions.